Event description:
It was reported that a patient underwent a pancreatectomy surgery on (B)(6) 2021 and suture was used. During the procedure, the needle pulled off of the thread at first passage through cutaneous tissue. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: could you please confirm how many minutes did the surgery was delayed? < 15 minutes. Did the patient suffer from any consequence due to the delayed? If yes please explain no. Did the patient suffer from any consequence due to the issue (pull off suture needle)? If yes please explain). No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.